Manufacturer narrative:
The product was returned for analysis, but the analysis was not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure of a wide neck acom aneurysm, the 1st coil (deltapaq cerecyte microcoil - cdf10041030/c16471) could not be detached from the delivery system, although the surgeon tried many times but still failed. The surgeon had to remove it and changed another coil to complete the procedure without any adverse event occurring. The device will be returned for analysis.

Manufacturer narrative:
During a coil embolization procedure of a wide neck acom aneurysm, the 1st coil (deltapaq cerecyte microcoil - cdf10041030/c16471) could not be detached from the delivery system, although the surgeon tried many times but still failed. The surgeon had to remove it and changed another coil to complete the procedure without any adverse event occurring. The device will be returned for analysis. The returned device positioning unit (dpu) passed electrical testing. The partially melted detachment fiber pooled around and above the resistive heating coil¿s socket ring. The coil¿s sutures are found adhering to the partially melted detachment fiber. The most likely contributing factor to the coils non-detachment inside the aneurysm may have been due to a loss of fiber tension. This loss of fiber tension may have also caused the detachment fiber to lose direct contact to the heating surface of the resistive heating coil. This loss of tension and the loss of direct heating surface contact by the fiber may have caused the detachment fiber to partially melt and pool around and above the resistive heating coil. The coil¿s cerecyte stretch resistant suture then adhered to and became captured by the partially melted and extended detachment fiber. The exact circumstances that produced the partially melted detachment fiber that captured the coil¿s sutures cannot be determined. In addition, without the return of the complete unidentified detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was not confirmed, since the device passed electrical testing and the coil deployed without any delays. However, coil detachment fibers were melted that may have caused adhering to the coil and the inability to detach. Additionally, this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No corrective actions will be taken at this time.

Manufacturer narrative:
Corrected data: the reported event was not confirmed, since the device passed electrical testing, but the coil detachment fibers were melted that may have caused adhering to the coil and the inability to detach. Additionally, this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No corrective actions will be taken at this time.